Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl and insulin injections were used to address the bg level. After the alarms, the customer would change the supplies on the pump. No issues were noted with the cannula. The customer disconnected from the pump and was using insulin injections to manage diabetes.